Manufacturer narrative:
The reported field event of inappropriate shock and reset to backup vvi mode was verified. The device had a power on reset (por) to backup vvi mode while delivering hv therapy. It is believed that the device delivered hv therapy into an open lead, resulting in por reset. The root cause of the inappropriate shock and device reset is believed to be a lead connection issue.

Event description:
It was reported that during echocardiography exam, the patient felt a shock. Patient presented to follow-up visit in 2009, and the device had switched into backup vvi mode with no antitachycardic therapies available. The ICD was removed and replaced.

Manufacturer narrative:
Device evaluation, anticipated but not yet begun.